Event description:
The customer reported having boot up problems and would not boot up intermittently. There is no report of death or serous injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.